Event description:
It was reported patient had an infection with the cervical system at an unknown site. Surgical intervention was undertaken at an unknown time wherein the entire cervical system was explanted to address the issue. Additional information patient's most recent implanted ipg had reached end of life. It was unknown if this occurred prematurely. Patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.